Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Additionally, the pump battery was charging slower than expected. Reportedly, the customer was able to charge the pump with an alternate adapter and cable. Customer's blood glucose value was 109 mg/dl. Replacement adapter and cable were sent to customer.